Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Customer continued to use the existing cartridge to resolve the issue, however, the insulin gauge remained inaccurate. Customer¿s blood glucose level was 130 mg/dl.